Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review cannot be completed as the product family is unknown. Although the product family is unknown, the instructions for use for bardex ic catheters are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the product did not allow urine output for 24 to 36 hours. A nurse attempted to flush the catheter but was not successful. The catheter was removed, and the patient immediately began to void urine. The nurse inspected the catheter and found that the balloon was intact and it was able to be flushed without difficulty. A new catheter was placed and the patient voided 2500 ml of urine.